Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The low reservoir alert functioned properly during our testing. No unexpected low reservoir alarm noted during testing using a water fill test reservoir. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed out her infusion set twice and nothing was working. Customer stated that she did all the things that she should be doing. Customer's blood glucose is still running high. Customer's blood glucose was 460 mg/dl at the time of the incident. Customer's current blood glucose is 332 mg/dl. Customer took a manual injection. Customer reported that she has a back-up plan available. Customer stated that the drive support cap appears normal. Customer reported that insulin exited at the quick release. Customer removed the infusion set and found the cannula was straight but it was at a slight angle. Customer also had a low reservoir alert. Customer was advised to do a complete set change. Customer was advised that a replacement pump will be sent. Customer mentioned that her blood glucose was 420 mg/dl before and she took 25 units of insulin with a pump bolus during that time. Customer declined troubleshooting for the bent cannula.